Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitoring (sam) episode due to oversensing artifact related to the minute ventilation (mv) feature signal on the right atrial and the right ventricular channel. In addition, high out of range pacing impedances were observed on the sam episode. The high out of range impedances and noisy signals were a result of a medical procedure. The feature was turned back on. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitoring (sam) episode due to oversensing artifact related to the minute ventilation (mv) feature signal on the right atrial and the right ventricular channel. In addition, high out of range pacing impedances were observed on the sam episode. The high out of range impedances and noisy signals were a result of a medical procedure. The feature was turned back on. The device remains in service. No adverse patient effects were reported.